Manufacturer narrative:
After investigation it was determined the event happened as a result of user error. H codes updated to reflect investigation results.

Event description:
It was reported the cot tipped over. The model number and serial number of the device were not provided. There was patient involvement but no injuries or adverse consequences were reported.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot tipped over. The model number and serial number of the device were not provided. There was patient involvement but no injuries or adverse consequences were reported.